Event description:
It was reported that the zimmer air dermatome kept running while the safety was on. Additional clinical follow up with the customer indicated that there was no patient or user injury associated with the reported issue. There was no other patient/event information available.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/07/2004 and was last repaired on 05/01/2013 for a non-related issue. Evaluation of the device observed that the head of the device was worn. Prior to repair, the device was outside calibration specification at the 0.010" and 0.020" thickness settings on the right side. The customer's reported event could not be reproduced. Unable to determine a cause of the reported complaint; however, the wear to the head of the device was most likely caused by improper handling. The device was serviced and returned to the customer.